Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device battery is depleted after being implanted for fifteen months. Device interrogation identified 175 shocks since the last interrogation. The boston scientific sales representative suspects they are inappropriate shocks; however, the physician believes they are appropriate due to ventricular tachycardia (vt). A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.